Event description:
It was reported the patient presented for initial procedure. During implant, the atrial lead exhibited inadequate capture thresholds and poor amplitude sensing. When repositioning the lead, the helix would not extend. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while unspecified sensing issue and high capture threshold were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical evaluation was normal with no anomalies found.